Event description:
It was reported that the (1) tsw35 device was used during a laparoscopic oophorectomy procedure. It appeared that the stapler did not fire completely. The stapler was placed across the infundibulopelvic ligament, closed, and the firing handle was depressed. The case was completed with another instrument and there was no consequence to the pt.